Event description:
Customer called to report the buttons were not responding as they usually did. It was stated that the customer passed out while they were in the bank and was transported to the emergency room by paramedics. Customer was released the same day. Customer stated before they passed out they felt themself going low, so they purchased a coke to drink. They believed that they might have even bolused at that time also but was not sure. It appears that they got no delivery alarms. They admitted to using this alarm as a sign that the pump was out of insulin. Troubleshooting was performed. Pump functioned properly.